Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for contraception: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concomitant products included ibuprofen since 2016 and paracetamol (tylenol) since 2016. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and abdominal distension ("bloating"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), fatigue ("fatigue") and headache ("headache"). The patient was treated with sumatriptan (imitrex) and surgery (ablation and removal of coils on (B)(6) 2016, (lysis of adhesion) on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, weight increased, abdominal distension, abdominal pain and headache had resolved and the menorrhagia, dysfunctional uterine bleeding and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : 173 lbs. Per pfs: essure date: (B)(6) 2012 (discrepancy noted). Per medical record: it was reported that she undergone nova sure ablation for control of heavy bleeding. Plaintiff received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, fatigue, hair loss, migraine, headaches, nausea, weight gain, bloating. Plaintiff performed repeat/multiple surgeries on, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, bloating, fatigue, dysfunctional uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. New event headache was added. Updated outcome of event pelvic pain from recovering / resolving to recovered / resolved, apareunia, abdominal pain, dysmenorrhea, fatigue, nausea, weight gain, bloating from unknown to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for contraception: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concomitant products included ibuprofen since 2016 and paracetamol (tylenol) since 2016. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and abdominal distension ("bloating"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with sumatriptan (imitrex) and surgery (ablation and she undergone essure removal surgery (lysis of adhesion) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia, dysfunctional uterine bleeding, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue, nausea, weight increased, abdominal distension and abdominal pain outcome was unknown and the dyspareunia, alopecia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Per pfs: essure date: (B)(6) 2012 (discrepancy noted). Per medical record: it was reported that she undergone nova sure ablation for control of heavy bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, bloating, fatigue, dysfunctional uterine bleeding". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet and medical record received. The case was upgraded from other event to incident. Essure insertion and removal date were added. On 17-sep-2019: plaintiff fact sheet received. Following events¿ pelvic pain, abnormal bleeding (vaginal, menorrhagia (undergone ablation)), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines/headaches, nausea, abdominal pain weight gain , dysfunctional uterine bleeding and bloating were added¿. Reporter¿s information, demographics, lab data, historical medication, concurrent condition, treatment and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.